Event description:
Related manufacturer reference number: 2017865-2022-05041. It was reported that during implant that a complaint of high pacing impedance was noted on the left ventricular (lv) lead. During implant the atrial (ra) lead was unable fixate into position. Physician elected to use another lv and ra leads and implanted them with no issues. The patient condition was stable.

Manufacturer narrative:
The reported event was lead ¿could not be fixed¿. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension was within specification. Visual and x-ray inspections of the lead did not find any anomalies.